Manufacturer narrative:
Patient weight: unknown, information not provided. If explanted, give date: not applicable, lens remains implanted in the eye. (B)(4). The device was not returned for analysis, therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that upon insertion, the tip of preloaded intraocular lens (iol) device was broken. The incision was enlarged, however, sutures and a vitrectomy were not required. The iol was fully inserted into patient's right eye as it was not defective. It took extra maneuvering using micro-forceps to get the lens positioned correctly. The lens remains implanted. There was no patient injury and no other intervention was required. No further information was provided.

Manufacturer narrative:
Device available for evaluation: yes. Returned to manufacturer on: mar 23, 2022. Device evaluated by manufacturer: yes. Device evaluation: the product was returned to the manufacturing site for evaluation. Visual inspection under magnification revealed that the handpiece was received with the plunger rod fully advanced. Stress marks were identified inside of the cartridge tip; however, they are within acceptable parameters. The external assembly was inspected and, the plunger rod tip was observed to be bent. The handpiece was disassembled and the assembly was inspected, presenting with no assembly issues. No iol was received as part of this return. Based on the complaint investigation results the complaint issue could not be confirmed. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.